Event description:
The customer stated that she was hospitalized for high blood glucose levels. The customer stated that the infusion set was not connected properly at the quick release, and by the time she found out, her blood glucose levels were very high. The customer knew this was not an insulin pump issue, and declined troubleshooting. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.